Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient returned 3 years after eclipse surgery. The patient had returned to have a revision to a reverse prothesis because the patient had torn her rotator cuff and subscapularis muscle. On xray the keel looked to be solid and in place. When the surgeon performed the surgery on the shoulder he realized that the keel was worn and had fully snapped off laying loose in the joint. That's why the keel was removed and the surgeon kept going with the reverse prothesis surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the glenoid was found to be damaged and/or worn. The outside surface (keel side), showed the keel is broken and no trace of cement was noticed. The absence of cement is the most likely cause of loosening of the glenoid plate.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the glenoid was found to be damaged and/or worn. The outside surface (keel side), showed the keel is broken and no trace of cement was noticed. Likely cause(s) of this event include improper bone preparation, improper implant placement, improper bone cementing and/or patient non-compliance.